Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse successfully reproduced error m-12-8 on the erbe unit and determined that the single bipolar foot pedal switch was continuously active, resulting in the error. The foot pedal was subsequently replaced. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error m-12-8 is attributed to malfunctioning single bipolar foot pedal switch that remained continuously active, resulting in unintended signal input to the erbe unit.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that an m-12-8 error occurred on the erbe generator when the surgeon side console (ssc) foot pedal was pressed during a procedure. The system and erbe were restarted, but the issue persisted. The customer had already switched to another da vinci system, using only the vision side cart (vsc). A field service engineer (fse) was requested to repair the issue. The procedure was converted to another da vinci system with no reported injury. Isi contacted the customer and obtained the following information: the system functionality was checked upon powering on the system, and it powered on without errors. The procedure was completed by converting the system to another da vinci system. There was no injury to the patient. The foot pedal was replaced and was discarded. Patient demographic information was not provided.